Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) device evaluation and investigation conclusion. This device was returned for evaluation. The locking mechanism is covered in a white residue. There is also some white substance inside of the inflation device. The reported complaint has been confirmed that the pressure gauge is not working properly. Upon testing the device, the gauge remained at zero the entire time. The gauge appears intact and has no visible nonconformance's. This device was then shipped to the OEM (original equipment manufacturer and the OEM performed some tests on the device to determine the cause of the failure. The OEM performed a DHR review and noted devices from this lot were manufactured under all normal operating procedures. The OEM performed various tests on the device to determine the root cause of gauge not functioning. They determined that a crystallized substance corroded the gauge filter and the prevented the gauge from functioning. They noted that this condition is found when certain liquid compounds are left inside the filter and evaporate over time leaving mineral deposits that lead to clogging or blocking of the filter, and ultimately lead to a loss of functionality of the gauge; all of which are indicative of multiple uses of the device. The OEM gives a reminder that this device is only validated for single-use application. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was received and evaluated at aomori olympus (B)(4). Evaluation determined that the balloon was inflated and deflated during insufflation testing and no issues were found however the pressure gauge unit was found not working. The connection part between the pressure gauge and the syringe was confirmed, the opening of the o ring was not blocked. Photo of the return device was provided for original equipment manufacturer further evaluation and investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during stenosis procedure when the balloon reached the stenosis, the balloon could not be removed even the balloon was visible through the endoscopic image. The user removed the unit from the endoscope and it was observed to be kinked. Both inflation and deflation were tough according to the reporter as the unit needs to be exerted with force. Output issue on pressure gauge was observed as the meter returned to 0 atm (atmospheric pressure) reading after it was set to 2 atm setting. According to the reporter, the same balloon was used as it was able to be deflated and the intended procedure was completed with no impact or harm to the patient. No user injury was reported.